Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics have not been provided.

Event description:
It was reported that there was a fluid bubble. Patient harm is unknown.

Manufacturer narrative:
Correction: revised evaluation conclusion codes.

Event description:
It was reported that the nurses have found tubing sets that have developed a balloon in the silicone segment during patient use. The customer later reported that there were no adverse effects caused to any of the patient's from the events.

Manufacturer narrative:
No product will be returned per customer. The customer report of a balloon in the silicone segment was confirmed per photo received. Photo provided by the customer shows a bulge/balloon in the silicone segment tubing near the upper fitment. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the nurses have found tubing sets that have developed a balloon in the silicone segment during patient use. The customer later reported that there were no adverse effects caused to any of the patient's from the events.